Event description:
The user facility reported that the 3m¿ ranger¿ blood/fluid warming high flow set leaked at the y-connector during use. No injuries or medical interventions were reported due to the alleged malfunction.

Manufacturer narrative:
Based on the problem description and photos provided, a likely cause is a leak at the y-connector. Excessive handling or stress put on the y-connector tubing connections can result in a leak. A review of the batch record showed this lot met all specification for product release and no deviations were found that could have caused or contributed to the reported malfunction. Solventum will continue to monitor.